Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the customer loaded cold insulin into the cartridge and the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer's blood glucose (bg) level was 540 mg/dl. A manual injection was administered to address bg. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Device not returned.